Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted in a2/p2, reducing mr to 1. The next day on (B)(6) 2020, discharge echocardiogram was performed showing the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (slda) and mr increased to 4. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history gave no indication of a lot specific product issue. The reported patient effect of recurrent mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Per the physician¿s opinion and based on the information reviewed, the reported single leaflet device attachment (slda) was due to the tethered posterior medial leaflet (challenging patient anatomy). The reported mr was an outcome of slda. There is no indication of a product issue with respect to manufacture, design, or labeling.